Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer states that: "during the execution of the angiography it blocks especially during the graphing, giving error 3513. Equipment is down".